Manufacturer narrative:
The tandem t:flex cartridge user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 275 mg/dl. The customer confirmed that a correction bolus would be delivered after changing the supplies on the pump. System check with tandem technical support showed that the cartridge was being used with humalog insulin, and the customer was on day 3 of the cartridge. Additionally, the customer reported that the supplies are changed every 3-4 days. Tandem technical support educated the customer on humalog labeling instructions.